Manufacturer narrative:
(B)(4).

Event description:
The pump was interrogated in (B)(6) 2010. At that time the pump had 31 months before the early replacement indicator would display. The pump non-critical alarm was heard (B)(6) 2011. The early replacement indicator displayed. The pump had 3 months of service left. The hcp believed this to be premature battery depletion. There were no signs or symptoms, injury, or hospitalization associated with the event. The pump was used to deliver lioresal. The pt is going home to surgeon to replace the pump/battery.